Event description:
Ozaki t, nicholson p, schaafsma jd, et al. Endovascular therapy of acute ischemic stroke in patients with large-vessel occlusion associated with active malignancy. Journal of stroke and cerebrovascular diseases. 2021;30(2). Doi:10.1016/j.jstrokecerebrovasdis.2020.105455. Medtronic literature review found a report of patient complications in association with solitaire stent retrievers and navien catheters. The purpose of this article was to investigate the outcome of endovascular therapy (evt) for acute ischemic stroke for patients with active malignancy compared to those without malignancy. Patients were divided into two groups, those with active malignancy (oncology group - og) and those without (non-oncology group, nog). 300 patients were included in this study. There were 19 evt procedures (18 patients) in the og and 285 procedures (282 patients) in the nog. The mean age of the og group was 68, and 5 of the evt procedures were male. The mean age of the nog group was 71, and 125 of the evt procedures were male. Evt cases included stent-retriever technique, direct aspiration first pass technique, and a combined technique. It is unclear how many of these procedures involved solitaire and navien devices. The article does not state any technical issues during use of the solitaire and navien devices. The following intra- or post-procedural outcomes were noted: -symptomatic intracranial hemorrhage (ich) within 24 hours after evt for the og was 0 cases and 19 cases (6.3%) in the nog. -clot fragmentation rate for the og was 7 cases (36.8%) versus 137 cases (50.1%) in the nog.

Manufacturer narrative:
Ozaki t, nicholson p, schaafsma jd, et al. Endovascular therapy of acute ischemic stroke in patients with large-vessel occlusion associated with active malignancy. Journal of stroke and cerebrovascular diseases. 2021;30(2). Doi:10.1016/j.jstrokecerebrovasdis.2020.105455. See manufacturer report # 2029214-2022-00183 for other events from this article. If information is provided in the future, a supplemental report will be issued.